Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing leading to multiple episodes of anti-tachycardia pacing (atp) and inappropriate shocks. It was further noted that the patient had a syncopal event with pro-arrhythmia and the shock was terminated. The right ventricular (rv) lead shock impedances also jumped from 110 ohms to 123 ohms, however they were high but within the normal range. Technical services (ts) reviewed and stated to have the lead revised and recommended programming options. Defibrillation threshold (dft) testing was performed as part of troubleshooting option. This device currently remains in service. No additional patient adverse effects were reported. Additional information received indicated that the device exhibited undersensing. The rv lead was surgically abandoned, and this device remains in service.

Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and h6 device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing leading to multiple episodes of anti-tachycardia pacing (atp) and inappropriate shocks. It was further noted that the patient had a syncopal event with pro-arrhythmia and the shock was terminated. The right ventricular (rv) lead shock impedances also jumped from 110 ohms to 123 ohms, however they were high but within the normal range. Technical services (ts) reviewed and stated to have the lead revised and recommended programming options. Defibrillation threshold (dft) testing was performed as part of troubleshooting option. This device currently remains in service. No additional patient adverse effects were reported.